Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm in shape, and it was 8.2 cm in length approximately 4 months ago. Two talent thoracic stent grafts were implanted without issues. It was reported during a follow-up, there is a type iii separation endoleak between 2 of the talent stent grafts (mdr2952300-2009-01578, mdr2952300-2009-01579). The first device was implanted at the proximal end of the aneurysm and the second device was implanted distally, with overlapping into the first device. The pt did not have any symptoms; therefore, the decision was made to monitor the pt. The physician has elected to intervene for the type iii endoleak at a later date. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval: results: endoleak. The cause of the device separation was not reported. Conclusion: the cause of the device separation was not reported. Medical intervention will be required.